Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Spouse reported the patient was shocked twice by the lifevest. At 04:35:40 on (B)(6) 2022, the patient's rhythm was vt at 190 bpm. Gel was released at 04:37:03. Review of the downloaded data from the lifevest monitor indicates a reset and as such it is unknown whether or not a shock was delivered due to a reset. At 4:40 on (B)(6) 2022, continuous ECG recording indicates the patient was in a life sustaining rhythm, sinus bradycardia at 30 bpm. Asystole was seen intermittently from 04:48:20 on (B)(6) 2022 until the electrode belt was disconnected at 05:34:37 on (B)(6) 2022. Reporting out of abundance of caution as it is likely, but not certain, that the patient received a defibrillation shock based on available flag and ECG recording data. Patient passed away while wearing the device.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Spouse reported the patient was shocked twice by the lifevest. At 04:35:40 on (B)(6) 2022, the patient's rhythm was vt at 190 bpm. Gel was released at 04:37:03. Review of the downloaded data from the lifevest monitor indicates a reset and as such it is unknown whether or not a shock was delivered due to a reset. At 4:40 on (B)(6) 2022, continuous ECG recording indicates the patient was in a life sustaining rhythm, sinus bradycardia at 30 bpm. Asystole was seen intermittently from 04:48:20 on (B)(6) 2022 until the electrode belt was disconnected at 05:34:37 on (B)(6) 2022. Reporting out of abundance of caution as it is likely, but not certain, that the patient received a defibrillation shock based on available flag and ECG recording data. Patient passed away while wearing the device.